Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pacemaker was found in backup vvi mode due to eri/eol status. Device was explanted and replaced. Patient condition was stable.